Event description:
Boston scientific received information that the patient implanted with this device system had a cyst located near the device area and was admitted to the hospital emergency room. The cyst was successfully removed and antibiotics were administered. The patient was released from the hospital and seen by her health following physician several times as a result of inflammation, infection and soreness concerns. The patient's health following physician referred her to the device system implanting physician. The implanting physician confirmed the infection had cleared. A local area sales representative reported that there was no record of device related complications that could affect pacing and critical therapy for ventricular arrhythmias. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.